Event description:
Adverse event(s): "pt impact is unk" (no info). Product problem(s): "system shut down" (loss of power). A nurse reports the system shut down and was switched to complete the case. Pt impact is unk at this time. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).